Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redt0307 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported the operation process was correct, and leakage was found at the infusion site.